Event description:
A patient reported they were unable to read display. Their one touch profile meter allegedly had a discolored display. There was no result on their meter. The result on the nurse's meter was 138 mg/dl. The time difference between patient's meter and nurse's meter was irrelevant. Not treated. No further information has been reported.